Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. Patient's age, weight and gender were not provided. According to the complainant, the clip would not open inside the patient. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event.

Manufacturer narrative:
(B)(4) - (failure to open). The suspect device has been received; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).